Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Cable continuity tests ok. No intermittent connection found when cable is bent / manipulated. Connections were not shorting out between themselves. Contamination found on blue lead connector and contamination found on cable (blood and adhesive).

Event description:
It was reported the pacing cables would not pace a patient when connected/used during a cabbage procedure. The cables were replaced with another set which worked properly and the patient was then successfully paced. The cables were returned for repair/replacement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.